Event description:
It was reported to tyco healthcare/kendall in july 11, 2006, that a customer had a problem with a foley catheter. The customer states the balloon on the catheter ruptured, during testing, prior to insertion in the patient.